Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) "got loose" caused by being in an accident. It was also reported that the device was repositioned. The device is still in use. No patient complications have been reported as a result of this event.